Manufacturer narrative:
This device crb 23350 (lot 15026550) is distributed outside the united states; however, it is similar to the united states product cxs 233350. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The target lesion was located in the lad. The lesion had 95% stenosis and was calcified. When the cypher select plus stent reached the proximal part of the lesion, difficulty occurred during the delivery process and a kink was noted at the shaft near the handle. It was difficult to advance or remove the sds. For safety reasons, the physician decided to deploy the stent at the proximal part of the lad. Another cypher select plus stent was then implanted to fully treat the target lesion. There was no pt injury. The sds was prepped according to IFU. No resistance was felt while inserting the device through the guide catheter or sheath. The sds will be returned for evaluation.